Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4); unk-disc, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Pt presented to clinic with a peri prosthetic fracture of a total elbow. Dr. Revised the implant by increasing the humeral stem and condyle bearings.